Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage and that they experienced high blood glucose level of 460mg/dl. The customer treated with manual insulin shot. The customer declined to troubleshoot for high blood glucose. The customer was assisted with bumped/dropped/cosmetic damage troubleshooting. The drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.